Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the dis150, disposable marked spring tip guidewire, was used during a egd with dilation procedure on (B)(6) 2022 when it was reported, ¿evaluation of disposable dilation guidewire (dis150). Dilation case went well, no issues during the procedure. After dilations were complete, upon removal of the wire it was notice to have been 'dangling' between spring end. Seemed to be loosely separated.¿. There was no report of injury, medical intervention, or hospitalization for the patient or user. There was no report of delay to the procedure and the procedure was completed as planned. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Correction: on initial MDR, health effect clinical and medical device problem codes mistakenly listed in section f. Codes moved to section h. Manufacture narrative: the device will not be returned for evaluation, but photographic evidence has been provided that confirmed the reported issue. The manufacturing documents from the device history record have not been reviewed because the lot number is not known. The lot history reviewed has not been conducted because the lot number is not known. A two-year review of complaint history revealed there has been a total of 15 complaints, regarding 24 devices, for this device family and failure mode. During this same time frame 41,392 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0006. Per the instructions for use, the user is advised to the guidewire should not be advanced if resistance is met without determining the cause and taking remedial action. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the dis150, disposable marked spring tip guidewire, was used during a egd with dilation procedure on 11may22 when it was reported, ¿evaluation of disposable dilation guidewire (dis150). Dilation case went well, no issues during the procedure. After dilations were complete, upon removal of the wire it was notice to have been 'dangling' between spring end. Seemed to be loosely separated.¿. There was no report of injury, medical intervention, or hospitalization for the patient or user. There was no report of delay to the procedure and the procedure was completed as planned. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.